Event description:
It was reported that the insulin cartridge in the ilet system leaked due to a cockeyed plunger observed in the cartridge, after which replacing the cartridge allowed insulin delivery to resume; replacement cartridges were provided to cover supplies, and the affected component involved was the reservoir. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with caregivers and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash event at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.